Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the implant procedure, the lead was positioned on the apex region of the heart and noise was seen on the right ventricular (rv) channel. It was suspected that the noise was coming from myopotentials near the diaphragm, and the procedure was ended with the lead left in place. The lead was then repositioned on a later date and the noise episodes were resolved. The patient was stable with no consequences.